Manufacturer narrative:
A cracked reservoir tube lip, broken battery tube threads and minor scratches on the display window were noted during the visual inspection. No button error alarm was noted. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No display anomaly was noted.

Event description:
The customer reported receiving a button error alarm on the insulin pump. The customer stated that the numbers were scrolling up when attempting to do a bolus. The customer's blood glucose was 125 mg/dl at the time the issue was reported. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.